Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced a high blood glucose event due to which the patient had to be hospitalised for one day. The patient had become unconscious due to high glucose. Patient's blood glucose at time of event was 523 mg/dl. The patient was treated with intravenous insulin. No further information available.